Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's diabetes clinical manager reported via phone, customer was having a difficult time pressing the buttons on the insulin pump. The b and up arrow buttons are the only buttons that work fine. Customer's diabetes clinical manager requested the device to be replaced. Customer's blood glucose was over 200 mg/dl. Customer was put on the line and stated she didn't recall any significant events which may have led to the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump had intermittent down and escape button response due to flattened dome switches. No damage to the keypad traces or unlocked keypad connector was noted. The insulin pump was received with a cracked reservoir tube lip and scratched reservoir tube window.